Manufacturer narrative:
(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation procedure with an unspecified mentor breast prosthesis when she developed capsular contracture (baker grade unknown) in her left breast. In addition, the patient reported severe rippling in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.